Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the infusion set to address the alarms, but occlusion recurred. Customer's blood glucose was 350 mg/dl.